Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation : fallopian tubes') in an adult female patient who had essure (batch no. Cs0002f,c91771) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "other injury(ies) or complication please describe: right side needed a 2nd attempt" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included gallbladder removal. Concomitant products included levonorgestrel (mirena). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), headache ("headaches,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and abdominal distension ("bloating"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping),"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), nausea ("nausea,") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, bladder disorder, urinary tract disorder, vaginal infection, vaginal discharge, headache, nausea, visual impairment, weight increased, vaginal haemorrhage and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain, bladder disorder, dysmenorrhoea, fallopian tube perforation, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping),pelvic/abdominal, perforation : fallopian tubes, bladder/urinary problems : vaginal infection, vaginal discharge: no. Essure insertion date : (B)(6) 2015 (right). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 25-feb-2020: pfs received lot number was added. Events "abnormal bleeding (vaginal), migraines,gastrointestinal or digestive system condition type: bloating,other injury(ies) or complication please describe: right side needed a 2nd attempt" were added. Medical history, reporter information and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation : fallopian tubes') in an adult female patient who had essure (batch no. Cs0002f,c91771) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included gallbladder removal. Concomitant products included levonorgestrel (mirena). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), headache ("headaches,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and abdominal distension ("bloating"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping),"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), nausea ("nausea,"), visual impairment ("vision problems") and complication of device insertion ("other injury(ies) or complication please describe: right side needed a 2nd attempt") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, bladder disorder, urinary tract disorder, vaginal infection, vaginal discharge, headache, nausea, visual impairment, weight increased, vaginal haemorrhage, migraine and complication of device insertion outcome was unknown. The reporter considered abdominal distension, abdominal pain, bladder disorder, complication of device insertion, dysmenorrhoea, fallopian tube perforation, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping),pelvic/abdominal, perforation : fallopian tubes, bladder/urinary problems : vaginal infection, vaginal discharge: no. Essure insertion date : (B)(6) 2015(right). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Lot number: c91771. Manufacturing date: 2014-08. Expiration date: 2017-08. Lot number: cs0002f. Manufacturing date: 2013-09. Expiration date: 2016-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. On (B)(6) 2020: quality safety evaluation of ptc.fu(4) and (5) processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". In 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping),"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), headache ("headaches,"), nausea ("nausea,") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, bladder disorder, urinary tract disorder, vaginal infection, vaginal discharge, headache, nausea, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, fallopian tube perforation, headache, menorrhagia, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea. (Cramping),pelvic/abdominal, perforation fallopian tubes, bladder/urinary problems: vaginal infection, vaginal discharge: no. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: events injury was replaced with dysmenorrhea (cramping),pelvic/abdominal, perforation : fallopian tubes, bladder/urinary problems : vaginal infection, vaginal discharge, headaches, nausea, vision problems, weight gain, did not undergo essure confirmation test added. Suspect drug start added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.